Manufacturer narrative:
(B)(6). One elite premium knot manipulator was returned for evaluation. Dimensional inspection confirmed it met print specification. Device was tested using the print specified test fixture and the device cut the suture confirming the reported complaint. Operators involved with the process were re-trained on (B)(6) 2014. No additional actions will be taken at this time. (B)(6).

Event description:
It was reported that during a hip arthroscopy and debridement procedure using elite premium knot manipulator the suture snapped in half as the surgeon was tying the first knot and pushing it down with the knot pusher. The anchor had already been fixated into the bone. There was a procedural delay of 10 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.